Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a signal artifact monitor episode was noted on this pacemaker. It was also reported that an automatic lead safety switch due to out of range pacing impedance occurred on this patient's right atrial (ra) lead in august, and again in november. The patient was evaluated and no noise could be recreated. The clinician reportedly planned to program the pacemaker back to bipolar pacing and sensing and leave the lead safety switch feature enabled. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.